Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that, during a pump replacement, the new pump was not primed on the back table. It was noted that the healthcare provider (hcp) did not aspirate the catheter, but did see some cerebrospinal fluid (csf) dripping out of the catheter. It was unclear if the catheter was clear of drug. The device system was used to deliver lioresal. Patient symptoms, cause of the event, diagnostics/troubleshooting, interventions/treatment, and final patient outcome were not provided. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report # 3004209178-2014-18461 for information regarding the pump replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated the pump was explanted (B)(6) 2014. The start date of lioresal was unknown. It was noted that the pump was empty at explant time. Other medications (oral, etc.) The patient was taking at the time of event included po baclofen to replace pumps lost output. The patient had symptoms of increased spasticity. The actions taken to resolve the error included intrathecal pump (itp) was replaced. It was indicated that it was unknown if the programming error was resolved. It was later indicated that the patient had a return of spasticity. A manufacturer's representative later indicated that the programming error was resolved. The patient recovered without permanent impairment. At the time of report the patient was stable and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was not replaced 4 days after implant. The replacement was with the original pump implanted in 2012 (refer to manufacturer report #3004209178-2014-18461).